Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient ins was not working enough. Patient reported patient was still having problems with patient¿s symptoms. Patient had access to patient programmer (pp). Patient reported that at one point patient was using the more button on the pp and all of a sudden the program changed from program 2 to program 3. Patient reported that when patient got home from ins surgery patient started on program 1 and patient did not know how patient changed to program 2 or program 3. Patient stated patient was currently on program 3 at 1.3. Patient stated patient had been good but not as good as patient hopes with patient¿s symptoms. Patient was walked through with changing from program 3 to program 4. Patient reported program 4 was set to 0.0, so patient increased to 1.2 and patient was feeling stim. Patient reported patient was feeling stim more and instantly when patient was on program 1 and 2. It was reviewed with the patient that each program may providea different feeling of stimulation. No further symptoms or complications reported or anticipated. Omitted information regarding patient¿s previously reported issue in crts (B)(4) can be found in pe (B)(4).